Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product part number and lot number required in retrieving the device history records for reviewing and searching the complaint database were provided verbally. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. Review of the device history records did not reveal any issues. Device not made available.

Event description:
It was reported that a patient was being revised of a left total knee replacement.